Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device in backup vvi operation in the as-received condition. This is consistent with exposure to cold temperature post explant.

Event description:
This report is to advise of an event observed during analysis.